Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. A patient had a rash with a laceration under the electrodes. The patient's physician prescribed an ointment to use on the rash. Follow-up indicated that after using the ointment the rash improved.